Manufacturer narrative:
(B)(4). The sample was discarded. Therefore, was not available for evaluation. Follow up information will submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was unknown as no sample was returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review could not be performed since a lot number was not provided.

Event description:
The facility's materials manager reported a leak which occurred with baxter's 3-way stopcock. According to the report, a nurse had just started an infusion of insulin on a neonate in the nicu when a leak occurred. This leak caused a blood backflow resulting in the baby losing a significant amount of blood that required a transfusion. The baby is reported to be "ok" after the transfusion. Upon inspection of the device, a small crack was identified on the stopcock "right above the white plastic." This occurred during infusion on a patient. The facility is concerned about this condition as it has happened before; however, it is unknown exactly how many times. No additional information is available.